Manufacturer narrative:
(B)(4). Lot number used during procedure is not available. Potential stock lots provided by the account are j6c1849x, j6c2110x, and j6c2107x. Issue was discovered post operation. Device was discarded during procedure and will not be available for return. (B)(4).

Event description:
According to the reporter: patient came back to the hospital three days later following a laparoscopic cholecystectomy procedure. The clips were originally applied to the cystic duct and cystic artery. No issues with the device were experienced during the original procedure, the clips looked to be formed ok. Patient had endoscopic retrograde cholangiopancreatography which showed a tight sphincter and two clips were visible. Confirmed bile leak. Patient was hospitalized for 8 days and had biliary stents placed. The patient felt better has left the hospital.